Manufacturer narrative:
Product event summary: the lead was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The proximal conductor of the lead became extrinsically distorted due to flattening. The distal conductor was flattened. The analyst noted that the inner insulation is breached at 23.4 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the following issues were also noted on the rv lead: oversensing during high rate episodes and a suspected clavicle crush. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was noted for low impedance on the right ventricular (rv) lead. The lead was explanted. No patient complications have been reported as a result of this event.